Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation reported not applicable as device was not implanted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported "implant ripped while the doctor was trying to insert it." Device was not implanted. Surgery was completed with a backup.

Event description:
Healthcare provider reported "implant ripped while the doctor was trying to insert it." Device was not implanted. Surgery was completed with a backup.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located) and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening striated in the anterior side consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage.